Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle and cannula did not deploy, indicating a failure of the needle mechanism.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle and cannula did not deploy, indicating a failure of the needle mechanism.

Manufacturer narrative:
The device was received undeployed. The device completed first and second prime in an expected number of pulses. Timeouts from one wire and a drive stall were observed in the data. The device was reset and rerun. The rerun data demonstrated timeouts on one wire. The cause of the timeouts and drive stall could not be conclusively determined. The drive stall can be attributed as the cause of the needle's failure to deploy. Copper debris was observed by the rear sma anchor, and an indentation was observed on the pcb. It cannot be conclusively determined that the copper debris was lodged into the pcb and shorted with the rear anchor, causing the timeouts.